Event description:
It was reported that the provider alleged the unit was alarming with low o2 and then it shuts down. Provider reported it ran for a few hours fine, but went back and started the issue again. Provider alleged the unit got up to 94 percent at 5 pm and then it dropped slowly. No allegation of patient injury, no additional information provided.